Manufacturer narrative:
Continuation of d10: product ID hh90t01. Serial# (B)(6): product type mobile platform product ID a820: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from a patient receiving fentanyl via an implantable pump for non-malignant pain. The patient reported that it was taking 3.5 minutes to connect to the pump to get a bolus for probably 2-3 weeks and it was gradually getting longer and longer. The patient stated the screen gets stuck at 90% when trying to connect. The agent assisted the patient with clearing data on the handset and the patient was able to connect very fast. The troubleshooting steps taken on the call resolved the issue.